Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information, via latitude red alert, that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. Additional information indicated that this device was explanted during the competitor's lead revision procedure as it was approaching elective replacement indicator (eri). The competitor's rv lead was surgically abandoned. No adverse patient effects were reported.